Event description:
Boston scientific received information that during a normal device change out, this right atrial (ra) lead was electively capped and replaced due to high thresholds, which were due to lead position. No adverse patient effects reported and there was no allegation of product malfunction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.